Event description:
It was reported that an intergard igw0030-30 was found in a box labeled as an intergard igw0018-15, serial number (B)(4), lot 09d09. There was no pt injury as the device was not implanted. The involved product was returned by the institution to the manufacturer.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. Evaluation summary: method: the graft identified as igw0018-15, serial number (B)(4), lot number 09d09 was returned to the manufacturer on (B)(4) 2010. The inspection of the returned product was performed and the product was confirmed to be igw0030-30 vascular graft and not igw0018-15 as labeled. Results: a review of the device history records and quality records indicated that an inversion could have occurred at the primary packaging step with all the igw0030-30 packaged the same day as the involved igw0018-15. This assumption leads to consider nine (9) products igw0030-30 as potentially affected by a product mislabeling. Our records indicated that the nine potentially affected products igw0030-30 were shipped in three different countries: one in (B)(4), four in (B)(4) and four in (B)(4). Please note that none of potential involved product was located in the u.s.a. The product igw0030-30 (serial number 40115771 shipped in (B)(4)) was already confirmed as implanted. As a result of the investigation, intervascular has initiated a voluntary recall for the 8 remaining products located: in (B)(4) (serial numbers: (B)(4), (B)(4), (B)(4) and (B)(4)); in (B)(4) (serial numbers: (B)(4), (B)(4), (B)(4) and (B)(4)). Conclusions: the investigation indicated that the mislabeling was due to a human error. Please note that these mislabeled prostheses were manufactured in (B)(4) 2009 and shipped in (B)(4) 2009, prior to the implementation of a corrective action plan in (B)(4) 2010 related to similar events.